Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry computer was not booting up. Upon functional testing the fse found that the geometry was not getting ready because of electrical failure. The fse replaced the geo pc and reloaded the software. After replacement of the geo pc and reloading of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the geometry computer was not booting. No harm was reported. A philips field service engineer (fse) visited the site and replaced the geometry computer, reloaded the software and the device was returned to expected functionality.